Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient had not appeared on the list although available on the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was available on the server but couldn't be found on the station. A technical support specialist dialed in, found the inactivity time at the station, and compared it to the patient activity report. The tss discovered that the patient was not shown due to the inactivity setting and subsequently changed it. The system functioned as intended after the technical support specialist troubleshot the device.